Event description:
It was reported that patient presented to clinic for follow up, the atrial lead had failed to sense. The physician decided to cap the atrial lead and a new lead was replaced on (B)(6) 2025. The patient was stable throughout.